Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that they were having trouble with the external device. The handset was not charging as well as it used to, and it was glitching all the time. The patient would get a message that said can't find the pump or no response. It was getting longer and longer before it found the pump and not as efficient as it was before. The patient stated the devices would get stuck at a certain percent when it was trying to retrieve the settings. The patient further stated that the handset was not taking a charge as fast any longer. The patient had the handset charging all night, but it did not even reach 100%. The issue had been going on for a couple years and was slowly getting worse. During call the agent had the patient reset the handset and communicator. The patient confirmed there were cracks in the handset screen, but it was still functioning, and it may have been from dropping the handset. The agent walked the patient through clearing data from the handset and the patient was able to connect and deliver a bolus. Agent sent a request to repair to replace the handset due to the handset not charging and cracks in the screen.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6), product ID: tm90t0, lot#serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.